Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection did reveal a benign crack with a bubble next to the sense b electrode along with melt marks due to electro-cautery damage. The crack did not extend into the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to patient discomfort. The patient and physician elected to not implant a replacement at this time. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to patient discomfort. The patient and physician elected to not implant a replacement at this time. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.